Event description:
The patient was implanted with a left ventricular assist device (lvad). The patient reported that he received an audible alarm when connected only to the batteries. The patient also reported that he received a red heart alarm, pushed the reset alarm button and changed the batteries. The patient felt well and called his doctor. The surgeon decided to change the patient to backup support with no further issues. Later that day when the surgeon reviewed the log file, he found that the pump had stopped.

Manufacturer narrative:
The manufacturer is attempting to acquire the batteries for further evaluation. The device manufacturer date and age of device are not available at this time since multiple battery lot numbers were received from the vendor on various dates. A supplemental report will be submitted when the device analysis is completed. No further information is available at this time.